Event description:
Customer alleged the brakes do not stay locked and that this is the 3rd pair of brakes used for this particular rollator. Customer also stated that she has had other brake assemblies of the same model number that have broken also. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 65650, serial number/date code (B)(4) is approximately 4 years old. The owner's manual part number 1148077 rev c (oct-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the brakes on the 65650 rollator do not stay locked. No injury alleged.